Event description:
It was reported that the ilet pump touchscreen fractured and became unresponsive after the device was placed in a gym bag, with the user believing keys in the bag caused the damage; the wake button functioned, but the screen could not be used, and the pump was replaced with the advisory that it would no longer be watertight. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related fracture affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.